Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and textured implant.

Event description:
Healthcare professional reported right side removal was noted as "capsular contracture, baker grade unknown and textured implant". Device has been explanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii.